Event description:
A customer contacted baxter's technical service center regarding a possible incident of increase intraperitoneal volume (iipv). Per the nurse, the home patient typically does a manual exchange during the day. Home patient had drained approximately 4000ml during the manual exchange following a fill of 2500ml. Home patient has also been complaining of feeling "extra full" after therapy exchanges on the cycler. The technical service representative (tsr) reviewed the home patient's therapy log: initial drain volume=2516ml, last fill volume=2498ml, total fill=7498ml, total drain=7801ml, average dwell=2:05, average drain=0:24, total ultrafiltration (uf)=303ml, cycle 3 uf=-267ml, cycle 2 uf=514ml, cycle 1 uf=57ml. There were no bypasses and no manual drains. Home patient's therapy is continuous cycling peritoneal dialysis/intermittent peritoneal dialysis, total volume=10000ml, therapy time=9:00, fill volume=2500ml, last fill volume=2500ml, dextrose=same, initial drain alarm=1900ml. The nurse stated that the home patient encountered a single low drain volume alarm during the previous therapy near the beginning of therapy. Tsr could not find anything that could explain the large drain at the end of therapy. The home patient also confirmed through the nurse that he connects at "connect yourself" and not any sooner. Unit will be returned for evaluation. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B) (4). Device evaluation was not completed at the time of submission of this report. A follow-up will be submitted when evaluation results are available.